Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during 5 months post-op, the patient presented himself with mid-thigh pain which appeared to be loosening of the stem. The stem was revised to a cemented exeter stem on (B)(6) 2015.

Manufacturer narrative:
The event was confirmed.

Event description:
It was reported that during 5 months post-op, the patient presented himself with mid-thigh pain which appeared to be loosening of the stem. The stem was revised to a cemented exeter stem on (B)(6) 2015.

Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. -medical records received and evaluation: a review by a clinical consultant confirmed the event but could not determine a root cause. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, operative report and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that during 5 months post-op, the patient presented himself with mid-thigh pain which appeared to be loosening of the stem. The stem was revised to a cemented exeter stem on (B)(6) 2015.